Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that that during the implantation of a preloaded monofocal intraocular lens (iol), the surgeon discovered a black fiber inside the patient's right eye. The fiber was successfully removed without any complications. The lens was fully inserted during the procedure. Through follow up, it was confirmed the lens is still implanted. It did not complicate the surgery other than having to remove the fiber. No other information was provided.